Event description:
While doing a tonsilectomy and adenoidectomy using the suction cautery with the setting of 45 coag, dr was burned. He had used the cautery prior to this incident. He again used the cautery on the same case and was burned twice. The site on his thumb was deeper than the second time he was burned. The burn did cause a big blister and was reddish around the site.